Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer used a sample volume of 3 ml. Based on the sample tubes used, the draw volume should be 5 ml. The reviewed files indicate that the instrument gripper wheels were dusty. Based on the information received, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 13.0 pg/ml. A 2nd sample was obtained and the result was 70.9 pg/ml. The doctor did not think this result was correct and requested another sample. A 3rd sample was obtained and the result was 12.5 pg/ml, the technician repeated the 2nd sample and received results of 23.5 pg/ml and 19.1 pg/ml. The 2nd sample was also repeated on a different e801 analyzer and the result was 16.1 pg/ml. The technician ran 10 patient samples on both e801 analyzers, and the results were acceptable.

Manufacturer narrative:
The complained e801 analyzer serial number was (B)(6). The other e801 analyzer serial number was (B)(6).